Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection, is related to the activ.a.c.¿ therapy system. The patient was discontinued from the activ.a.c.¿ therapy system unit on (B)(6) 2020, three days prior to the infection. Additionally, the nurse stated that "everything went well". Device labeling, available in print and online, states: infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 30-jan-2020,, the following information was reported to kci by the nurse: on (B)(6) 2020, the patient was placed on the activ.a.c.¿ therapy system with a prevena peel & place¿ dressing. On (B)(6) 2020, the activ.a.c.¿ therapy system and prevena peel & place¿ dressing were removed as "everything went well". On (B)(6) 2020, the patient allegedly exhibited signs and symptoms of an infection. The nurse noted "sop for l-d wound" and re-installation of the prevena¿ 125 incision management system. On 07-feb-2020,, the following information was reported to kci by the nurse: the nurse is unsure if the event was related to v.a.c.® therapy. No additional information available. On (B)(6) 2020, the device was tested per quality control procedure by kci field service, and the unit passed quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020 and (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and passed quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The prevena peel & place¿ dressing lot number was not provided; therefore, a device history review could not be performed.

Manufacturer narrative:
MDR-3009897021-2020-00070 submitted on 28-feb-2020 noted the following: g4: date received by manufacturer: 19-feb-2020. Correction: g4: date received by manufacturer: 30-jan-2020. Based on the correction provided, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system.